Manufacturer narrative:
Please refer to the analysis report. Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was not reproduced, as no error message was displayed and normal communication with the back office was observed. - therefore, it can be suspected that the reported issue resulted from a poor network coverage at the location where the error message was displayed. - based on available data, no malfunction is suspected on the smartview connect app. - this case is recorded for trending purposes.

Event description:
Reportedly, the error message 'no signal' was displayed on the screen of the smartview connect during the pairing attempts on 14 november 2023. On 27 november 2023, the issue was still observed, despite attempts at several locations.

Event description:
Reportedly, the error message 'no signal' was displayed on the screen of the smartview connect during the pairing attempts on (B)(6) 2023. On (B)(6) 2023, the issue was still observed, despite attempts at several locations.